Event description:
It was reported that a myocardial perforation occurred during implant. It is not know if the lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that shortly after the implant, there was a pericardial effusion that was treated with drainage of a total of 850 ml's of blood. There was exit block in unipolar and high thresholds in bipolar. The patient was transferred to a hospital with cardiac surgery for replacement of the ventricular lead. It was also noted that several weeks prior to the implant, a procedure revealed a pericardial effusion in the area of the apex.

Manufacturer narrative:
It was reported that a myocardial perforation occurred during implant. It is not know if the lead was explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that shortly after the implant, there was a pericardial effusion that was treated with drainage of a total of 850 ml's of blood. There was exit block in unipolar and high thresholds in bipolar. The patient was transferred to a hospital with cardiac surgery for replacement of the ventricular lead. It was also noted that several weeks prior to the implant, a procedure revealed a pericardial effusion in the area of the apex. No conclusion can be drawn capture, failure to high threshold.